Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was jammed and would not open properly. A field service engineer contacted the customer and coordinated a service appointment for the following tuesday; however, the pharmacy reported insufficient staffing at the time. The customer had also previously requested pm services for additional devices, but their confirmation regarding drawer replacements and the availability of half height drawers on site remained pending. Since no further correspondence was received, planned to follow up again later and open a new work order as needed based on the customer¿s decision regarding additional pm services.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and open properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and open properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex b, device eval by manufacturer and manufacturer narrative. Upon investigation of this incident, the field service engineer spoke with the customer and coordinated an sa visit, as the pharmacy did not currently have enough staff available. The customer had previously requested that pm work be completed on some of their devices. The field service engineer had also spoken with the customer last week regarding drawer replacements and to confirm whether half height drawers were available on site but had not yet received any follow up communication. The fse planned to follow up again later in the week and would open a new work order if necessary, depending on whether the customer wished to proceed with additional pm services. The repair is not yet completed; complaint will be reopened to document the repair if the device is later repaired.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and open properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and open properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.